Manufacturer narrative:
(B)(4). On unreported date in (B)(6) 2016 (reported as ¿last week between (B)(6) 2016¿), the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported dates in the same month as onset, the patient was hospitalized for the event and was treated with unspecified drugs intraperitoneally (dose and frequency not reported). Dianeal therapy was ongoing. At the time of this report, the patient was still in the hospital, the peritonitis was not resolved, and the patient was not recovered from the event. No additional information is available.